Event description:
Augmentation 21 years ago in another city. Pe - significant capsular, class 4. C/o pain bilaterally and both are rock hard. ? Rupture - difficult to tell, but there doesn't seem to be any extrusion of silicone into the axilla. 1993 - c/o polyarthritis. Had a positive ana. Also c/o irritable bowel syndrome and persistant cough, joint pain and fatigue.